Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 10l14h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was patient medical condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of infection from diverticulitis and peritonitis with culture positive for klebsiella pneumoniae coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date, the patient experienced infection from diverticulitis. On an unreported date, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 for peritonitis. The cause of peritonitis was infection from diverticulitis. The patient was being treated with unspecified antibiotics. Additional treatment was not reported. The patient was recovering from the peritonitis and the outcome for the infection from diverticulitis was not reported. Dianeal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal therapies and was due to the infection from diverticulitis. An opinion of causality was not reported for the infection from diverticulitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.